Manufacturer narrative:
Concomitant medical products: (2) 8100; 8015; 8110; syringe tubing; (3) primary tubing; unknown syringe; therapy date: (B)(6) 2017. The customer¿s report of the device infusing faster than expected was not confirmed. The pcu event log shows that lipids 20% was infusing at 4.6 ml/hr. At 9:27 pm on (B)(6) 2017 the user changed the vtbi to 110.4 ml; at this rate and vtbi the duration of the infusion would be 24 hours. The device alarmed for air in line at 9:29 pm and the user restarted the infusion. At 1:28 pm, approximately 4 hours later, the user paused the infusion. The flo stop was then opened, the door was closed, and the user channeled the device off. The volume recorded as being infused during this period was 23.999 ml. There were no alarms prior to the user channeling the device off, and the only air in line alarm that occurred was shortly after the user changed the vtbi. The device and disposable set were not returned for investigation. The starting/ending volumes of the fluid container cannot be determined through device logs. The root cause of the reported event was not identified. Devices not received, log review only.

Event description:
The customer reported that a continuous infusion of lipids was programmed to infuse at 4.6 ml/hr over 24 hours. After 4 hours the device alarmed for air in line and the user noted the bag was completely empty. There was no report of patient harm; however, repeat labs were drawn and were "within normal limits" and the lipids were held the following day. Other unspecified infusions and tpn were infusing at the time of the event.